Manufacturer narrative:
Product ID 3889-33, lot# v248559, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient could not adjust their stimulation. They were seeing a ¿call your doctor¿ icon and a power on reset (por) message. The patient checked their device the day prior to the report and saw the message. The patient had a loss of therapeutic effect. The patient had been experiencing a return of symptoms for 2 weeks prior to the report and they had been having accidents. About 5 to 6 weeks prior to the report the patient fell on a deck and fell right on their tailbone. The patient had x-rays and it was determined that they had a fractured ribs. Everything with the wire for the device looked fine. Since the fall the device had been bothering the patient. They did switch channels and that helped for a while. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.